Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, patient was experiencing twinkling sensation and an area in my left eye that felt as if patient were underwater, with a fullness on the left side. Patient also experienced a cloudiness covering almost entire vision, very sensitive to light, particularly from car headlights and streetlight's. When looked to the right, the cloud or filmy sensation shifted to the left. Patient had been using multiple eye drops along with a night gel. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).